Manufacturer narrative:
It was reported that the ventilator had a leakage. The evaluation of the provided logs shows that the pre-use check failed with internal leakage test, pressure transducer test, flow transducer test, o2 cell/sensor test, safety valve test and patient circuit test. It also shows high pressure alarms during ventilation. Our field service engineer investigated the ventilator on site and resolved the reported issue by replacing the nozzle unit in the o2 gas module. No parts were returned for investigation as the part has been discarded, therefore the root cause could not be established.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that o2 nozzle of the gas module was replaced. There was no patient harm. Manufacturer ref.#: (B)(4).